Event description:
Procedure: lobectomy. After firing, the jaw did not open at all. Cut additional tissue and the removed the device from the cavity. Reinforced the fragment by hand-sewing. Patient status okay, no further injury reported.